Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17dec2018. International UDI: (B)(4). Philip's international service technician confirmed the reported airflow issue. Philip's international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the average air standard liters per minute was 0.8 under the atmospheric pressure. There was no patient involvement. The event date was not specified; estimate used.